Event description:
It was reported that tip of a bd venflon pro safety peripheral safety IV catheter broke off in use and remained in a pt's vein. The pt had surgery to remove the broken catheter.

Manufacturer narrative:
It is unk if a sample is available for eval. If a sample is received, a supplemental report will be filed, upon completion of the investigation. (B)(4).